Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level up to 500 mg/dl. The customer treated with a shot and with the pump. The customer stated that she has been a diabetic for 55 years and only inserted into her stomach. The customer stated that the cannula appeared bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.